Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient also developed diarrhea and abdominal pain coincident with the cloudy effluent. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified antibiotics (dose, route, frequency, and duration not reported) for the event. At the time of this report, the patient's diarrhea and abdominal pain had resolved, but it was not reported if the patient was fully recovered from the event. Additional information is not available at this time.